Manufacturer narrative:
Approximate dates (date of event and implant date) were given per the info provided by complainant. Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was not reviewed since no lot number was provided.

Event description:
The pt was injected in the cheeks and perioral areas. The pt allegedly developed an abscess in the bilateral upper cheeks area approximately five weeks after injection. The abscess was drained and tested for microbial culture. The pt was treated with keflex and vicodin.